Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55: warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycaemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycaemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported the pink slide did not move forward; indicating the needle mechanism did not function as intended. The pod's cannula was found to be bent when removed from the infusion site (abdomen). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500 mg/dl) while the pod was worn for between 36 and 48 hours. As treatment, insulin was administered with an insulin pump.